Event description:
On three occasions, tubing separated from the airway and the tubing lodged in the infant's throat. Additional info has been requested multiple times, but was not available as of the date of this report.